Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Keypad unresponsive/button error alarm unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons are hard to press and did not respond properly. The customer¿s blood glucose level was unknown. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer states the minutes change. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.